Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed an irritation where the lifevest rubs near his pre-existing heart surgery incision. The physician recommended removing the device, patient did so. Follow-up indicated that the irritation got better.